Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: japan. When customer opened package of the product, the needle and the thread was already detached.

Manufacturer narrative:
Samples received: none. Three last supplied batches of this reference are 117101, 117297 and 117405. Analysis and results: there are no previous complaints of any of the three possible code batches. We manufactured and distributed (B)(4) units of batch 117101, (B)(4) units of batch 117297 and (B)(4) units of batch 117405. There are no units in stock in b. Braun surgical warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing records and these products had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Date of event: unknown. Samples received: 9 unopened and 1 open pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market 4,000 units of this code batch. There are no units in stock in the warehouse. We have received an open pouch with one unopened ampoules with leakage signs and nine closed pouches of the same code batch. All the ampoules received have been optically evaluated and a crack at the base of the neck in two of the ampoules that corresponds to the injection point has been located. Reviewed the batch manufacturing record, this product had uncritical deviations during the process and the results of the product before releasing fulfill the OEM requirements. Final conclusion: taking into account that the results of the samples received do not fulfill the OEM specifications, it is concluded that the complaint is confirmed by evidence of the failure in the samples received.

Event description:
It was reported by the healthcare professional "when the histoacryl was received the glue was leaking from the package." It was reported that there was no serious injury or death. No delay in surgery. No additional intervention mentioned. All med watch submissions related to this are: 3003639970-2018-00818.